Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a link break. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9- device available for evaluation updated from ¿no¿ to ¿yes¿ h3 - device returned to mfg? Updated from ¿no¿ to ¿yes¿. H6 - component code 4755 removed; 4733 added. H6 - type of investigation code 4115, 3331 were removed and codes 10, 4109 were added. H10 - additional mfg narrative: revised.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysmal repair (evar) interventional procedure. Reportedly, the suture broke at the junction between the white and blue thread. Two additional prostyles were attempted and the same occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.